Event description:
A patient implanted with a neurostimulator (ins) for movement disorders reported that the night before this report they suddenly could not stop shaking. The patient stated it was like having a seizure, and they could not walk. The monitor allegedly did not work right and the patient saw a picture of a stick man. The ins was checked at the time of the shaking and it was ¿on/ok.¿ the patient went to bed and calmed down, and was calmer today, too. The ins was also ¿on/ok¿ at the time of this report and the previously mentioned error message was not seen. It was noted that the patient¿s hands were starting to shake again at the time of this report. There were no changes to the patient¿s medication. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were no circumstances that led to the issue but that their symptoms started suddenly. As an action/intervention to resolve the issue the patient called their doctor¿s office but it was closed. They then called the manufacturer and was walked through several things. The patient stated that it got better on its own. There were no further complications reported or anticipated.